Event description:
The customer received questionable results on albumin, alkaline phosphatase acc to ifcc gen 2 (alp) and urea/bun (bun) for three patient samples. Of those three samples, it was determined that the albumin result was discrepant. All results are in g/dl. The original albumin result was 0.1, accompanied by a data flag. The sample was auto repeated and generated a result of 3.4, accompanied by a data flag. The sample was repeated on another cobas 6000 c501 analyzer, serial number (B)(4), which generated a result of 3.7. The original result was reported outside of the laboratory. The result of 3.7 was deemed to be the correct result by the customer. The customer said the patient was not adversely affected by the original result. There was no adverse event. The albumin reagent lot was 66124601, with an expiration date of 08/31/2013. The field service representative found that there was a mechanical failure due to a sample rack insert being bent. He checked the results and found that two of the three results were run on rack (B)(4). That rack was inspected and it was found that the fingers that hold the sample tube straight were bent out of position causing the tube to be held at an angle. Rack (B)(4) was removed from service. Bun was run on rack (B)(4). This rack was inspected and looked ok. The field service representative ran bun from rack (B)(4) five times. The customer successfully operated the analyzer on (B)(6) 2012.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Sample rack.